Event description:
It was reported the pt could not communicate with her ipg using either her programmer or charger. The pt stated she has not charged her ipg for some time. It was noted the pt wants to have her scs system explanted. Follow-up pending.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.